Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks on the insulin pump. Customer stated that the cracks are on the top right hand side of the pump and not the screen. Pump was not dropped or bumped. Customer will return the old pump. Customer's blood glucose level was 5.1 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.